Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the shell implantation procedure the surgeon experienced issues seating the device. Consequently a small crack was made in the patient's acetabulum.

Manufacturer narrative:
.